Event description:
It was reported that the patient had a pain area that was never covered, but had gained importance to the patient. The patient underwent a revision procedure in which the lead was replaced because it had grown into the scar tissue too much. The lead was replaced, and the new lead covered the uncovered pain area. The patient was doing well postoperatively. The explanted lead will not be returned as it was discarded at the medical facility.